Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00123. It was reported that the patient¿s therapy strength was decreasing on its own due to high impedance on one of the leads. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue. Reportedly, adequate therapy was restored post op. Investigation was unable to determine which lead had high impedance. Hence both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.